Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and reported that the facility's biomed advised that she was able to reset the errors. The fse then performed a functional check and calibration check and there was no failure detected. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated error codes #57, 4e and 16 0. There was no patient involvement and no adverse event was reported.